Event description:
It was reported that a patient presented to the emergency department for syncope. The atrial lead was discovered be oversensing due to noise. This oversensing was presenting itself as inappropriate mode switches. The lead was successfully reprogrammed. The patient was stable following programming changes.

Manufacturer narrative:
Correction: elevated from previous reported malfunction to serious injury due to syncope. Section b5 updated to report that the cause for syncope was unable to be determined.

Event description:
Additional information notes that the cause for syncope was unable to be determined.